Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the physician's serial cable was faulty. A company representative performed trouble-shooting to ensure that the serial cable was the issue. Upon replacement of the serial cable, the issue immediately resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.